Manufacturer narrative:
The investigation determined the issue is consistent with incorrect pre-analytic sample handling leading to poor sample quality.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, for gen.2 on a cobas 8000 ise module and with crep2 creatinine plus ver.2 on a cobas 8000 c 702 module. The initial values were reported outside of the laboratory. This medwatch will apply to the c 702 analyzer. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the cobas 8000 ise module. The sample initially resulted in a creatinine value of 68 umol/l and repeated as 90 umol/l. The sample initially resulted in a na value of 108 mmol/l and repeated as 137 mmol/l. The sample initially resulted in a k value of 3.5 mmol/l and repeated as 4.4 mmol/l. The creatinine reagent lot number and expiration date were requested, but not provided.